Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing open wounds were irritated under the lifevest equipment. Patient described the area as open sores on back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician provided treatment for the wounds. Follow up indicated that the wound improved.